Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment for an internal carotid artery (ica) aneurysm in combination with the neurosurgery, the aim of the intervention was to do a bypass from the carotid artery to the middle cerebral artery (mca). The bypass procedure went well with the first 35 coils, however the last coil was reported to not detach. Multiple attempts were tried along with changing the v-grip detachment controller unsuccessfully. It was decided to pull back the coil. Difficulty was encountered during withdrawal, the coil couldn't be pulled or pushed inside the aneurysm. The coil stretched and broke. Part of the coil was removed with the delivery pusher; however, the end of the coil was located in the interna and was reported to slow down blood flow inside the interna. The procedure was completed with the coil in the interna and the bypass from the carotid artery to the mca. The patient status is currently unknown, and was requested; however, no further information has been received.

Manufacturer narrative:
The device was returned with the pusher, introducer, and implant for analysis. The introducer was still sheathed on the pusher, but only covered the proximal portion. The proximal portion of the pusher was looped into a coil, where there were some bends in the hypotube observed. The implant was found still attached; however, the implant coil was broken and everything distal of the proximal tie knot was missing. The strain relief was folded inwards, and the heater coil was compressed damaged where the pinched coil was missing. The body coil of the pusher had some overlaps. The rest of the body coil did not contain any notable damages. The transition area of the pusher was broken. The gold connector joints and proximal solder did not contain any notable damages. The resistance of the pusher was measured at 39.8 ohms, which is within specification. The 4-way v-grip test indicated two red lights, and the rest green. While green light was indicated on the v-grip, the implant would not detach, as the v-grip did not perform a detachment cycle when the button was pushed. The distal black pet covering at the pusher tip was removed to examine the heater coil and distal solder joints. The heater coil was compressed, with the pinch coils missing. The distal yellow lead wire solder joint was still intact. The introducer tip had minor damages. The tip of the broken implant coil looked stretched. There were no other notable observations. Based on the investigation findings and available information, the reported complaint is confirmed, as the implant was found attached, but broken just distal of the proximal tie knot location. The implant did not detach, most likely due to the heater coil being compressed damaged where the v-grip would not allow for a detachment cycle to be performed. The implant itself was broken at the tie knot area of the implant, which was most likely the point of breakage indicated in the incident. The breakage is most like due to the implant experiencing over specification of pull force; however, the point of breakage is not a common area. Usually the attachment filament would fail before the implant coil itself. It is not known how the implant became stuck, and the stress point at which it was caught that caused this break, but the implant was most likely angled for this break at the coil.